Event description:
The complainant is a user of the glucometer elite 4 blood glucose system. Customer called co's 24 hour customer service center and reported that customer was experiencing some higher than normal readings. While on the phone a review of the system was made. The check stirp which is used to demonstrate the proper function of the meter electronics was made and provided satisfactory results. A control was run with elite strips and results were satisfactory. The only issue was that the elite was not properly coded. This was corrected on the phone and the customer was provided add'l reagent and a training video. A few days later 01/31/00) the customer called again and stated that his high results that were initially reported were obtained when using the excel off brand reagent. In addition, customer was not able to properly code the instrument because the off brand reagent failed to provide customer's with a code strip. Customer was uninformed that coding was necessary with the off brand strips. Co explanted that the glucometer elite system was designed only for bayer supplied reagent.